Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged pump error 53 alarm/device test failed alarm/ no vibration found on sep 24, 2021. Device passed the displacement test. The vibrator motor not function properly. No unexpected pump error 53 alarm or device test failed alarm noted during testing. Device was cut open to perform visual inspection and found moisture damage inside battery tube and harness assembly vibrator. Successfully downloaded history files and traces using thus/carelink 3. Pump error 53 alarm found in the pump history file/traces on sep 24, 2021 at 3:54 pm. Pump error 53 alarm due to software error.swapped out the test case and the vibrator motor functioned properly. Confirmed that no vibration due to moisture damage on harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. Device test failed alarm not confirmed. Pump error 53 alarm due to software error. Cosmetic/moisture damage found. Audio/vibrate anomaly/absence of alarm confirmed due to moisture damaged harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not vibrate during self test. Insulin pump received software error detected alarm. Customer was able to clear the alarm and complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.